Manufacturer narrative:
There were no other events at the customer's site within last 12 months with a similar or an unknown root cause. No abnormal trends were identified over the past 90 days for events with shifting results for multiple assays due to a misadjusted sipper tubing.

Event description:
The customer stated that they were having issues with several assays on the second measuring cell of the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170) from (B)(6) 2017. The customer ran a partial run of quality controls and these were outside of range. The customer was advised to run measuring cell preparation maintenance and liquid flow cleaning maintenance. The customer pulled several patient samples and repeated these. The customer provided data for 5 patient samples that had questionable results for multiple assays. Of these 5 samples, one had an erroneous result that was reported outside of the laboratory for the elecsys ca 125 ii assay (ca125). The sample initially resulted as 123.2 u/ml. The sample was repeated on the same measuring cell of the analyzer, resulting as 179.9 u/ml. The customer did not know which result was correct. The patient was not adversely affected. The ca125 reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the sipper tubing needed to be tightened. He tightened all tubing in the sipper fluidic pathway and ran performance testing. All performance testing passed and was within correct ranges.